Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a patient's dental implant failed to osseointegrate. The implant was removed. No additional adverse patient consequences have been reported.